Event description:
It was reported to boston scientific that an orbera intragastric balloon was utilized during an intragastric balloon implant procedure on (B)(6) 2026, for the treatment of obesity. During the procedure, the intragastric balloon insertion was unsuccessful as the intragastric balloon could not be advanced beyond the cricopharyngeus . The intragastric balloon delivery system repeatedly kinked at this level, preventing passage into the esophagus. The procedure was cancelled. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment block h11 investigation results summary the orbera intragastric balloon was not returned. Therefore, a technical analysis could not be performed. The reported events could not be confirmed. Good faith effort attempts were made to try and retrieve the device; however, a final response was not received. Based on the event description and information provided by the customer, there is not enough evidence to determine whether the catheter kinked and device failure to advance was due to the physician's technique during the procedure or was related to a device malfunction. The reported event of cancelled/rescheduled post sedation/sedation unknown occurred during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review of the instructions for use (IFU) was performed. There is no evidence the device was improperly used per the IFU. Additionally, the review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review of the orbera was completed and confirmed that the events of catheter kinked, device failure to advance and cancelled/rescheduled post sedation/sedation unknown were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific that an orbera intragastric balloon was utilized during an intragastric balloon implant procedure on (B)(6) 2026, for the treatment of obesity. During the procedure, the intragastric balloon insertion was unsuccessful as the intragastric balloon could not be advanced beyond the cricopharyngeus. The intragastric balloon delivery system repeatedly kinked at this level, preventing passage into the esophagus. The procedure was cancelled. No patient complications were reported as a result of the event.